Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The no delivery alarm was resolved by changing the complete infusion set. The drive support cap was loose. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted during testing. The motor was tested outside the device and passed. The insulin pump passed self-test, test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.